Event description:
Physician was using the arrow radial artery catheterization set needle (20ga x 1 3/4"). The needle was found to have a defect in the plastic which prevented connection to the pt's IV causing blood to leak onto the floor. FDA safety report ID # (B)(4).